Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105 which was observed during power up. Sys error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During baxter's eval of a spectrum pump, it displayed sys error 105. There was no pt involvement.